Event description:
Evaluation revealed a dislodged display screen, partially dislodge force sensor pins, and the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen, partially dislodged force sensor pins and the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.